Manufacturer narrative:
Manufacturer's investigation conclusion: the mobile power unit, serial (B)(6), was not returned for analysis and was not damaged per provided information. The patient experienced low voltage advisory alarm at home and at the hospital. The mpu was initially suspected to be damaged due to the persistent alarm. However, the alarm resolved after the primary system controller was exchanged, and the mpu was found to function as intended. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 16jan2018. The heartmate 3 instructions for use (IFU) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the mobile power unit. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Related manufacturer report number: 2916596-2020-03998. It was originally reported that damage to the mobile power unit (mpu) was suspected on (B)(6) 2020 and that the mpu was to be replaced and sent for evaluation when possible. The lvad could only be powered properly from 14v batteries. When connected to the mpu there were replace power and low battery alarms. It was later reported that an inspection on 31jul2020 revealed a system controller failure. There was a communication issue between the system controller and the system monitor and it was not possible to download logfiles. The primary system controller (serial # (B)(4)) was replaced with a new one. The patient's mpu worked correctly with the new system controller and it was possible to communicate data to the system monitor. The mpu was operational and remained with the patient. The controller was to be returned for evaluation.